Event description:
It was reported during routine follow up that inappropriate mode switch due to far-field r wave oversensing and pacemaker mediated tachycardia were observed. Device was reprogrammed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.